Event description:
Olympus medical systems corp (omsc) was informed that during laparoscopic hepatectomy, system gave "short circuit error" when surgeon tried to activate the instrument. Teflon pad was lost from upper jaw of instrument. The procedure was completed using another device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.